Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed four months after initial placement. Osteopenia was also reported.

Manufacturer narrative:
Followup is to add a comment in h10 to indicate that the initial report was late due to asr to individual reporting transition.